Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula bent events on (B)(6) 2026. The patient went to the emergency room (ER) on (B)(6) 2026 due to hyperglycaemia. The events occurred approximately three hours after insertion. The insertion sites were the abdomen (right and left sides). The infusion sets had been in use for about three hours. The patient's blood glucose level was 480 mg/dl, and the ketone level was identified as dangerous/life-threatening at the time of the event. The patient was treated with intravenous fluids of saline. No insulin was administered at the ER, as the parents had already been giving multiple daily injections (mdi) at home. The length of the ER stay was 6 hours. No further information available.

Manufacturer narrative:
(B)(4). Device 2 of 2 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.